Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade iii/IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional confirmed right side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white calcification on the shell, and missing on plug strap (0-25%). Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. Missing on plug strap assessed as inconclusive.